Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 4pm. The cca was advised the patient manages his diabetes with humalog insulin (6.5 units). The patient stated he took his usual dose of medication. By 10 pm that same evening, the patient claimed he felt symptoms of dizziness and shaking. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the patient dropped the subject meter in a puddle of water. Replacement products were still sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k073231.